Event description:
The customer's mother called to report that her nanny reported to her that her son's blood glucose read "high" (>500 mg/dl) and that the cannula did not insert properly. She had no additional information.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to assess the product condition. The caller reported that she was told that the cannula had not inserted properly. This condition could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user's guide warns " check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." Qualification records were reviewed and the product lot met all acceptance criteria.